Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen occurred. There was no harm or injury reported.

Manufacturer narrative:
Esp personeel advised to use an alternate aline source if available. They do not currently have a site, but the md offered to insert a radial, or femoral aline.

Manufacturer narrative:
Corrected field- h6 (investigation findings, component codes, investigation conclusions).